Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the battery of the sound processor was reported to have leaked. There were no reports of patient injury. The patient has received a replacement battery. It is unknown if the battery has been returned to the manufacturer as of the date of this report, may 21st, 2012.